Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 29/jan/2014 and 17/jul/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported experiencing a right side saline implant deflation. In addition, the patient reported experiencing "the right side sits about 2 inches lower than the left side." Healthcare professional reported "wrinkling." Device has been explanted.